Manufacturer narrative:
Date sent to FDA: 1/9/2020. H6 patient code: 1685,2240, 3191 - wall mass, fluid collection. Additional b5: narrative: it was reported that patient underwent removal of mesh on (B)(6) 2018 due to resection of recurrent hernia, abdominal pain, wall mass and fluid collection. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured under separate files. No additional information was provided.